Manufacturer narrative:
Continuation of d10: product ID: nv unk pipeline (unknown); implant date: n/a; explant date: n/a citation: shi, s., zhang, z., long, s., ma, j., lu, p., ran, y., xie, s., yang, j., wang, y., & li, t. Application of high-resolution conebeam CT for evaluation of endothelialization after flow diverter implantation for unruptured intracranial aneurysms. Ajnr. American journal of neuroradiology 47(3):651-657 2026. Doi:10.3174/ajnr.a8997 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding application of high-resolution cone-beam computed tomography for evaluation of endothelialization after flow diverter implantation for unruptured intracranial aneurysms. The time frame of this study was march 2019 to october 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped). A total of 402 flow diverters (fds), including 74 peds were included in the study. No deaths were reported in the study population. Among patient adverse events included: imaging immediately after fd implantation revealed a total of 41 fds with incomplete stent apposition (isa). Of these, 15 isas were residual isas after intraoperative balloon angioplasty, while 26 were newly detected. It was not specified which type of fd was used in these cases. Mild in-stent stenosis (iss) was observed in 7 ped cases. Post-procedural clinical outcomes were assessed by modified rankin scale (mrs); 22 patients had mrs 3 at final follow-up. It was not specified which type of fd was used in these cases. No further information was provided pertaining to medtronic products (entire document review).